Manufacturer narrative:
Age at time of event: above 18 years old. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous carotid artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use in an angioplasty; however, during preparation, a pinhole was noted. The procedure was completed with another of same device. No patient complications nor injuries were reported.